Manufacturer narrative:
The investigation of the provided images and returned device suggests a possible misalignment of the package foil, though this cannot be confirmed. At wellspect, production staff inspect every package of 6 products hourly. During the production of lot#: 659451 (september 1-3, 2024), 312 products were inspected and approved for quality. The lot contained (B)(4) products, with no deviations or complaints identified. Additionally, 7 samples were inspected for leakage before release. Batch documentation showed no deviations. This appears to be an isolated event, and quality inspections will be temporarily increased to monitor for recurrence

Event description:
Foreign incident occurred outside the us. According to the complaint, several sterile, single-use urinary catheters, brand name lofric sense, 15cm ch14, had a problem with the primary packaging. According to the patient and the picture provided to the manufacturer, several primary packages were either cut off at the bottom or leakage, which means the sterile barrier is compromised. Unfortunately, one or two of the catheters were used by the patient before he discovered the malfunction. No harm, infection, or injuries have occurred due to this malfunction, and the faulty catheters will be returned to the manufacturer for investigation.